Event description:
Discordant, (B)(6) results above the cutoff for required confirmatory testing were obtained on two patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s), who questioned the results. The patients were redrawn and the new samples were tested on the same instrument and resulted (B)(6). The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse replaced the wash separation manifold and pinch tubing for the aspirate probes. The fse verified that aspiration and dispensing mechanisms were working according to specifications. The cause of the discordant, (B)(6) results above the cutoff for required confirmatory testing is unknown, as the new samples resulted as expected when tested on the same instrument prior to service. The instrument is performing according to specifications. No further evaluation of this device is required.